Manufacturer narrative:
Patient information was requested and the customer refused, reporting the information is confidential.(B)(6).

Event description:
The customer reported that the ventilator is giving high oxygen pressure supply alarm when switch to o2 tank. The customer reported the unit was in use on patient, but there was no patient harm.